Manufacturer narrative:
Approximately two weeks post carotid stent placement the patient suffered a subarachnoid hemorrhage. The patient is a (B)(6) female who was enrolled in the sapphire study for stenting of the ostium of the left internal carotid. The vessel was described as mildly calcified and tortuous with a stenosis of 80%. An angioguard embolic protection device was advanced and placed distal to the lesion and the lesion was pre-dilated. A precise stent was then safely deployed and post-dilated. The procedure was successfully completed. There were no adverse events reported during the procedure and the patient was discharged three days later. The patient was seen approximately a month post procedure and her stroke scale was '0'. A repeat CT of the head was performed and showed a resolution of the hemorrhage. The event was evaluated and determined not to be related to the cordis product but related to the dual anti-platelet therapy. The patient's medical history includes hyperlipidemia and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Approximately two weeks post carotid stent placement the patient suffered a subarachnoid hemorrhage. The patient is a(B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target was the ostium of the left internal carotid. The vessel was described as mildly calcified and tortuous. The rate of stenosis was 80%. An angioguard (703014mc/ lot 70511502) embolic protection device was advanced and placed distal to the lesion and the lesion was pre-dilated. A precise (pc1030rxc/ lot 15379201) stent was safely deployed in the lesion and post-dilated with a 5x20 apex monorail balloon at 14 atmospheres. The procedure was successfully completed. There were no adverse events reported during the procedure. The patient received a total of 10,000 units of heparin, plavix 600mg, and aspirin 325mg, during the procedure. The patient was discharged three days later with aspirin and clopidogrel prescribed. Approximately two weeks post procedure, the patient suffered a neurological event. Her symptom was an altered sensation in her right hand (numbness and weakness). She did not seek medical attention for two days. The patient went to her primary physician who ordered a CT of the head which revealed a small subarachnoid hemorrhage. The physician decided to stop her aspirin and plavix. The patient was seen approximately a month post procedure and her stroke scale was "0." A repeat CT of the head was performed and showed a resolution of the hemorrhage. The event was evaluated and determined not to be related to the cordis product but related to the dual anti-platelet therapy.